Event description:
It was reported that a patient underwent an atrial fibrillation/amulet ablation with qdot micro¿ catheter (31555424l), and the patient experienced change in blood pressure and pericardial effusion/cardiac tamponade treated with pericardiocentesis/drainage removal of 700ml of fluid, 250ml of which was returned to the patient. Additionally, no impedance was displayed on qdot catheter. After ablation, while performing a tee (transesophageal echocardiogram), anesthesia noticed a change in blood pressure, and the ep (electrophysiology) physician discovered a pericardial effusion via the tee. The physician also noted that there was a cardiac tamponade, and pacing the cs (coronary sinus). The patient was monitored for about 10 minutes. A pericardiocentesis was performed. About 700ml of fluid was removed and 250ml was returned to the patient. The drainage tube was removed. The patient then stabilized, and the procedure was terminated. The patient is going to pacu (post-anesthesia care unit) and then intensive care unit for overnight observation. After reviewed of the procedure, it was noted that during the last ablation lesion in the "ridge" area of the posterior wall, in line with the carina, the force exceeded 50 grams intermittently with respiratory. The physician believes this last ablation lesion could be the cause of the effusion. During the procedure, no impedance displayed from the qdot catheter (31539852l). The cable and the dongle connections were reseated. The catheter was replaced and the ngen system was rebooted, simultaneously. It is unknown now if the issue was resolved by rebooting the ngen system or replacing the catheter.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2025, the product investigation was completed as the complaint device was not returned for analysis. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31555424l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).